Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension exl with lm instrument on three patients. The initial results were reported to the physician(s). The same samples were repeated on an alternate system and the repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant sodium, potassium and chloride results was due to user error: improper sample handling. The tsc determined that the customer was using greiner plasma tubes and spinning for 7 minutes at 3000 rpm. The tsc stated that when using greiner tubes, plasma must spin for 15 minutes @ 2000-2200 g force. The tsc recommended that the customer follow tube manufacturer recommendations for proper centrifugation times and speed. The instrument is performing within specifications. Further evaluation of the device is not required.